Manufacturer narrative:
(B)(4). Title: "minimally invasive oesophagectomy: preliminary results after introduction of an intrathoracic anastomosis." Source: digestive surgical, 2014 (95-103). Date of publication: 23 april 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from january 2011 until august 2012, a total of 45 operable patients were scheduled to undergo minimally invasive esophagectomy (mie) with intrathoracic anastomosis. Nine of the 45 patients were under group 1 wherein a circular stapler with an oral anvil was used to create the intrathoracic anastomosis. Four of the nine patients had an anastomotic leak and underwent re-operation while one patient was re-admitted to the hospital. Six patients had developed pulmonary complications; five patients developed cardiac complications and three patients were readmitted to the ICU.